Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Reportedly, the screen would intermittently freeze on the "calibration" screen. At the time of the report, the screen was responsive and the customer declined troubleshooting. Customer's blood glucose was 142 mg/dl.